Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on an unknown date. The customer¿s blood glucose level was unknown at the time of incident. The customer declined troubleshooting for high blood glucose event. Customer was treated with insulin drip for high blood glucose event. The customer did not mention any symptoms related to high blood glucose event. The customer stated that insulin pump had partial display. Customer was unable to complete carelink upload. Customer also stated that the insulin pump was dropped. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.